Event description:
It was reported that the device was leaking air during a procedure. The case was completed with back up equipment. There was no pt or user injury reported as a result of this malfunction.

Manufacturer narrative:
The customer confirmed that the product will not be returned.